Event description:
It was reported that the patient presented in clinic. Upon attempted interrogation, the implantable cardioverter defibrillator failed to interrogate using radio frequency telemetry. The device was also unable to be connected to the merlin at home transmitter and was only able to be interrogated using inductive telemetry. An update was performed on the device and the device was able to be interrogated via radio frequency telemetry. No patient consequence was reported during the event.